Event description:
Reporter noted six metal particles in the eye during phaco procedure. Five particles were extracted, but one particle remained in the anterior chamber angle. There has been no complication due to the foreign body to date; last exam in 08/2001. Surgeon stated several other metallic devices were used in the eye at time of event.